Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: this incident has already been reported in your security note (B)(4) of october 2022 in pj. The patch deployed at that time was a software update of the processor model 1688 n°22c594484 to 4.0.1.9 as of january 2023. We bought a new 1688 processor with pendular camera in december 2023 n°23e503838 in corrected software version. Last week, however, we were confronted with the problem of the image displayed on the monitor being rotated in an incorrect orientation, which could be a source of confusion for the practitioner. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause of the issue could be the ccu which was not returned for investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was inverted image.